Event description:
During a kit inspection, the sales representative noted that an incompass x-large open polyaxial screw was disassembled. The tulip head had slid down on the shank of the screw. The screw had just arrived and the representative thought it had disassembled during transit. It had not been used in any surgical procedure or with any patient. The malfunction could cause a surgical intervention or delay if it were to occur during surgery.

Manufacturer narrative:
There was no patient involvement. Requests have been made for the return of the product. Device manufacture date is unknown. Evaluation is pending.